Event description:
A call was received into cts on (B)(4) 2014 from tc (B)(6), stating that he had very limited information, but that low impedance was found when diagnostics were run for patient (B)(6). The tc had no other information but inquired about our recommendations. I advised (B)(6) to request x-rays, to see if additional impedance values are available and disable the device if possible. I also advised that lead revision would likely need to be considered.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.